Event description:
Report received of two incidences of loss of IV access due to "the syringe sticking" when flushing. In incident #2 of 2, the nurse started an IV on the patient and then tried to flush the access. The customer reported that the plunger would stick when the IV access was able to start another IV site on the patient. No patient harm or adverse event was reported.